Event description:
Info received indicates the brake and steer will not hold.

Manufacturer narrative:
The tech found that the detent mechanism was worn which caused the issue. The tech replaced the brake detent mechanism and the casters to repair the bed.